Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected field: h2,h6

Event description:
It was reported, the camera head cable had a loose contact and an image that stops in movement. The issue occurred during preparation for use during an unspecified diagnostic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is twisted, the endoscopic image cannot be displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head cable had a loose contact and an image that stops in movement. The issue occurred during preparation for use during an unspecified diagnostic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.